Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had sensor error. Customer's blood glucose at time of incident was 168 mg/dl. The customer stated sensor inserted sensor, mini link didn't blinked and alarm sensor error. The customer removed sensor from the body and discovered that electrode is missing. The customer agreed to replace 1 sensor.